Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 1 month.  It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient struggled to take medications correctly with frequent fluctuations in inr. The patient's inr was 2.1 on (B)(6) 2017 and 3.8 on (B)(6) 2017. The patient's lactate dehydrogenase (ldh) baseline was 830 u/l. On (B)(6) 2017, the ldh was at 1080 u/l and peaked on (B)(6) 2017 at 1195 u/l. An echocardiogram revealed a dilated left ventricle, and the aortic valve opened with every cardiac cycle. CT angiogram revealed that the inflow cannula was malpositioned. The lvad power readings were not elevated. The patient received a pump exchange on (B)(6) 2017 and a clot was observed on the outflow stator bearing. No additional information was provided.

Manufacturer narrative:
The report of pump thrombosis was confirmed through the evaluation of the submitted photo; however, a direct correlation between the device and the report of malpositioned inflow conduit could not be conclusively established as no photos or CT scans were provided for evaluation. The submitted photo depicted two pink depositions loosely seated adjacent to the bearing ball. The structure of the depositions could not be conclusively determined as the device was not available for evaluation; however, areas of denaturation or laminated layering were not observed. Although a specific cause for the development of the deposition and the duration of time for which it was present in the pump could not be conclusively determined, the depositions could have potentially contributed to the report of a slight increase in lactate dehydrogenase (ldh) as it was minimally obstructing the flow of blood. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.